Event description:
It was reported that during an implant the helix mechanism was tested before inserting the lead into the body. The physician felt strange when using clip-on-tool and it was observed the helix extended slower than usual. Upon retracting, it was not fully retracted, the tip of the helix needed to be pushed by finger in order to fully retract. The physician attempted to rotate the clip slowly during the procedure since he considered it was due to the torque remaining, but the problem was not solved. The lead was not use and was replaced. There were no patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.